Event description:
A verathon representative reported that during a patient procedure they attended with a customer, using a glidescope spectrum single-use lopro s3 laryngoscope, the connected monitor screen dimmed and then the light source on the glidescope spectrum lopro s3 dimmed to the point that the anatomy of the patient was no longer visible. It was reported that the glidescope spectrum lopro s3 was quickly replaced and the monitor went back to normal. The procedure was completed with no incidence or harm to the patient.

Manufacturer narrative:
The customer was unable to have their glidescope spectrum single-use lopro s3 returned to verathon for evaluation as it had been discarded following the procedure. Since the device was not returned to verathon for evaluation, the cause could not be determined. Corrective action is not required at this time. Verathon will continue to monitor for trends.